Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose was 406 mg/dl. The customer's doctor treated with saline and mentioned that they went to the hospital for shingles. Customer indicated that their doctor is monitoring their high blood glucose and declined to be transferred to the helpline. No further assistance was necessary.